Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, an air gap was observed in the external tubing (referred as the PICC tube in the complaint description) connected to the easypump. The air gap suggests the presence of air bubbles in the external tubing (not part of the easypump product). However, the photo does not clearly show whether any air bubbles are present inside the easypump tubing itself. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the complainant: tiny air bubbles in patients PICC line after meropenem administration. No injury reported.